Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in for assistance with programming the insulin pump. Customer's blood glucose was 44 mg/dl, which he stated he would correct with juice and food. Customer stated he was aware of why his blood glucose was low and did not need to troubleshoot at the time of the call. Assistance was provied with programming. The customer will not be returning the device for analysis at this time.